Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4193-88 lead. Implanted: (B)(6) 2007. Product ID: 5076-52 lead. Implanted: (B)(6) 2005. Product ID: 6996sq-58 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed 381 sensing integrity counters (sic) in about a three week period. The lead was tested during a device change out procedure and was determined to be working well. The rv lead remains in use. It was further reported that the left ventricular (lv) lead had previously been turned off due to elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.